Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with an unspecified mentor smooth gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 535cc gel breast prostheses on (B)(6) 2019.